Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a rotator cuff repair, while using a 5.5mm healix advance knotless peek anchor, first thread deformed upon impaction and implantation. Threads did not engage, and anchor failed to advance. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photo, the observation revealed that the thread was deformed from the distal part. The complaint reported was confirmed. It was not possible to test functionality due to the device was discarded. A manufacturing record evaluation was performed for the finished device lot number: 6l90514, and no nonconformances were identified. No additional information was provided about details of the procedure; therefore, a definitive root cause could not be determined. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause can be associated to bending force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). Also, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the first thread was deformed upon impaction and implantation; and the threads did not engage and anchor failed to advance on the 5.5 healix advance kntls peek device. Another like device was used to complete the procedure with a surgical delay of 2-3 minutes. There were no adverse patient consequences reported. No additional information was provided.